Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve and control panel were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during preuse checkout. There is no report of patient involvement.